Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with another device but this has not occurred as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
(B)(4).